Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was taking a shower. Analysis of the episode was performed and showed myopotential and movement artifacts oversensing. Troubleshooting was supported by the technical services (ts) and the device was reprogrammed to alternate vector. This s-ICD remains in service. No adverse patient effects were reported.